Event description:
It was reported that the patient experienced a shocking sensation. An evaluation determined that the patient needed a revision. It was noted that the lead was fractured. The implantable neurostimulator (ins) and lead were replaced. Battery depletion for the ins was noted as not normal. No patient injury was noted. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3778, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), product type programmer; patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type extension; product ID 3550-39, product type accessory; product ID 3550-29, product type accessory;(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator (model # 37711, serial # (B)(4)) found no anomaly. Analysis of the lead (model # 3778) found the lead body was broken at or near the anchor site. The #1, 3, 4, 5, and 6 conductors were broken 20.9 cm from the distal end. Marks on the outer insulation caused by the titan anchors were observed 20.3 cm from the distal end. Analysis of the plug (model # 3550-29) found no anomaly analysis of the anchor (model # 3550-39) found no significant anomaly. The anchor was separated from the silicone sleeve.